Event description:
It was reported that customer received a no delivery alarm. Three unsuccessful attempts were made to follow up with customer regarding outreach response. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.